Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with damage to their white power cable. The patient stated that their dog was chewing on it, and that there were no alarms. Log files were obtained as a precaution and a system controller exchange was performed without issue. Technical services noted that there was no evidence of any type of electrical conductor issue in the log file.

Manufacturer narrative:
Section b3: event date: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the reported event of the system controller¿s power cable being damaged was confirmed via an image provided by the customer. The provided log file contained data spanning approximately 1 day ( on (B)(6) 2024 per timestamp). No atypical events were observed, and the pump operated at intended speeds throughout the data. The system controller (serial number (B)(6) was not returned for analysis; however, an image of the controller¿s power cable was provided by the customer, and the outer jacket and inner shielding were observed to be damaged. The controller was exchanged without issue. The provided information indicated that the damage was caused by the patient's dog chewing on the cord. Review of the device history record for system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.